Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Small cracks are observed near the edge of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company lens of 21.5 diopter (add power +2.2/+3.2) lens was replaced with a non-company, monofocal lens model. The product was not available for evaluation. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that the patient had experienced intolerable halos at night, and was unable to drive. The lens was explanted in a secondary procedure. The clinical reason for the explant was positive dysphotopsia. The lens was replaced with a monofocal lens. Additional information received stating the issue was noticed one week post operatively and the symptoms have resolved after the lens exchange. The prognosis was good.